Event description:
The facility reported a colleague infusion pump with a failure code of 810:04. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The device has been received by baxter personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.baxter has received similar reports for the reported problem.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with a failure code of 810:04 was confirmed during product evaluation but not duplicated. The root cause of this condition was assigned to an air sensor error resulting from moisture in the channel. To correct this condition, the channel was checked for moisture and the tubing channel was cleaned and dried. As the air in line printed circuit board tested within specifications, no repair was necessary. This issue has been escalated to CAPA.